Event description:
The customer reported, the system failed to fluoro. No report of pt injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 302526, expiration date 08/31/2011). (B)(6).

Event description:
Customer reportedly received result of 25 mg/dl on aviva system 1 and 115 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.